Event description:
It was reported the pt was no longer receiving stimulation. The pt is working with his physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.